Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 years, 1 month due to endocarditis (mssa). The explanted valve was replaced with a 23mmm 11500a valve. The patient was in recovery post procedure. Per medical records, the patient presented with embolic stroke in the setting of mobile vegetation from endocarditis. Preoperative tee showed thrombus in ascending aortic graft and mild mr. The patient underwent redo-avr with a 23mm inspiris valve and ascending hemiarch replacement. Post bypass tee showed no pvl. Postoperative tee on pod #14 shows well seated prosthetic av. Per pathology report, prosthetic av tissue with degeneration.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: d6b. (B)(6) 2025. Based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 1 years, 1 month due to unknown reason. The explanted valve was replaced with a m23m 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.